Event description:
It was reported that, during reprocessing, the flex video scope tested positive for 10-100 colony forming units (cfus) of e-coli. The device was retested on june 12, 2025, and results showed greater than 100 cfus of e-coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction: h6 - medical device problem code of the initial report, from a180105 - microbial contamination of device to a180301 - failure to clean adequately this report is being supplemented to provide additional information based on the complaint investigation. The device was returned and evaluated on related MFR 12193 where a deviation from the instructions for use (IFU) was confirmed; therefore, reprocessing may have been conducted insufficiently. The instructions for use (IFU) warns of insufficient reprocessing by stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.